Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a (B)(6). (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral neck fractures by using the fns implants. The patient¿s fracture category was garden and the fracture was found near the bone head. The center of the bolt and anti-rotation screw were inserted at the center of the bone head and the length was around 5 mm from the center of the bone head. The surgery was successfully completed. On (B)(6) 2020, the patient underwent the revision surgery due to the cut-out of the fns implants, where the fns implants were removed and bipolar hip arthroplasty (bha) was performed. The surgeon commented that the fracture did not spread because it was not shearing fractures, so the bone union was expected and all the implants were inserted at the right position and there was no problem with the surgical technique. Surgeon also commented that the bone might be weak if the patient¿s age of (B)(6) was considered and the patient was small and her bone was also small. The fracture line had occurred under the bone head, therefore the fixation force was probably low. No further information is available. Concomitant devices reported: bolt f/fem neck syst f/construct length (part # 04.168.275s, lot # unknown, quantity 1); lockscr ø5 self-tap l42 tan (part # 412.215s, lot # unknown, quantity 1); antirotscr f/fem neck syst f/construct l (part # 04.168.475s, lot # unknown, quantity 1) this report is for one (1) femoral neck system plate 1 hole - sterile . This is report 1 of 4 for complaint (B)(4).